Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported that float valve in the soluset was broken off. The soluset was being used to delivery an unspecified concentration of a saline solution. After an unspecified length of time in use, it was noted the float valve was detached and floating. No air was delivered to the patient. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.